Event description:
The clinician reports the implant was inserted (B)(6) 2018 in the patient's mouth. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bruxism. No product was returned to the manufacturer. At the event the patient experienced: infection, pain, mobility and inflammation. No further patient complications were reported.